Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Exterior physical visual inspection: passed. Voltage measurement: failed 0 vdc. Share log review: a pairing failure was found in the log within the investigation window. Device is available for evaluation.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed at 0 vdc. A share log review was performed: a pairing failure was found in the log within the investigation window. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss. No additional patient or event information is available the transmitter has been scrapped and cannot be held for two years.